Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2009, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. It was reported that around the afternoon on (B)(6) 2009, the patient's wife noticed the patient sitting in the living room staring blankly at the receiver. The patient's wife suspected a low event and took a blood glucose (bg) reading and the meter read 32mg/dl while the dexcom read 99mg/dl. The patient's wife stated that the patient was disoriented and stubborn and refused to get treated. The patient's wife called 911 and when the paramedics arrived, the patient was still conscious but disoriented and agreed to eat something. The patient began to regain awareness within an estimated 15 to 20 minutes. The patient was not taken to the hospital. There was no allegation against the dexcom system. At the time of contact, the patient was aware and doing okay. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.